Event description:
This report is being filed after the subsequent review of the following journal article: mahajan, v., chung, h., suh, j., (2011), fractures of the proximal fifth metatarsal: percutaneous bicortical fixation, clinics in orthopedic surgery, 3, 140-146. In this article the author looked at displaced intra-articular zone I and displaced zone ii fractures of the proximal fifth metatarsal bone and their frequency of complication by delayed nonunion due to a vascular watershed. Between january 2003 and august 2008 twenty three patients were treated for the fractures with a 4.0mm cannulated titanium screw. All the fractures were evaluated both clinically and radiologically for the healing. All the patients were followed at two or three week intervals till fracture union. The patients were followed for an average of 22.5 months. The only complication was one patient had a non-union that required revision surgery. There is not sufficient information to file multiple reports. This is report 1 of 1 for (B)(4). This complaint involves an unknown cannulated screw.

Manufacturer narrative:
Mahajan, v., chung, h., suh, j., (2011), fractures of the proximal fifth metatarsal: percutaneous bicortical fixation, clinics in orthopedic surgery, 3, 140-146. This report is for an unknown cannulated screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.